Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to faulty damage force sensor resistor. The motor was tested outside of the device and passed the motor test. No damage found on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that insulin pump had a prime/fill anomaly. The blood glucose value was 163 mg/dl. The customer was in the hospital and had disconnected the insulin pump. During troubleshooting for high blood glucose, the customer inserted a battery into the insulin pump, did the rewind but was unable to prime. Troubleshooting was performed. The device was returned for analysis.